Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that post cardiac catheterization procedure on (B)(6) 2021, the patient suffered cardiac complications resulting in cardiac arrest and patient expiration on the same day. A diagnostic guidewire and an inflation device were used during the procedure. No specific device failures have been communicated only vague allegations of various medical devices being unfit for use have been communicated.